Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after several attempts to place the right ventricular (rv) lead, the lead was not sensing and had low impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.